Event description:
Tubing separation at the distal portion of the distal y-site of a plumset. The customer was unable to specify if the separation had occurred during set up or pt use. An unspecified clear solution was noted to be in the tubing. There was no reported bleed-back, adverse pt effects, or a delay in critical therapy. Though requested, no additional info was provided.